Event description:
Since getting implanted with essure I have had erratic periods, severe pms, heavy bleeding, pain while ovulating (so bad I cannot sit down without feeling like my uterus is a huge balloon and tearing through my entire body) I have extreme fatigue, unexplained rashes, pain at all times especially ovulation up to my period where I have extreme round ligament pains. The pain is sometimes so bad I miss out on time being a mom and having to miss work. (B)(4).